Event description:
It was reported / alleged by the patient that, "they suffered injuries resulting from an unknown defective hip product."

Manufacturer narrative:
There is insufficient information at this time to determine if a stryker device caused an adverse consequence for the patient. The information of this per was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. As per the information received, the devices are not available at the time of the per due to the ongoing litigation. If device becomes available with additional information, a supplemental report will be issued.